Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2013 the patient presented with cervical spondylosis with myelopathy. MRI of the cervical spine revealed severe cervical spondylosis at multiple levels with high-grade cervical stenosis and cord compression. A CT scan through this region also documented opacification of the posterior longitudinal ligament. The patient underwent: c3-c7 laminectomies. C3-c7 posterolateral arthrodesis. C3-c7 posterior segmental instrumentation. Application of locally harvested autograft. As per op notes, pilot holes were placed in the inferior medial quadrant of each lateral mass at c3, c4, c5, c6 and c7 bilaterally. A 12mm hole was drilled into each facet. A 3.5 x 12 mm screw was then inserted at each level on each side. 10 screws were inserted. Two 80mm pre contoured rods were selected and then inserted in the screw heads bilaterally. Ten locking caps were inserted and tightened to full torque. Pledgets of rh-bmp2/acs were then placed out lateral to the instrumentation bilaterally. Pieces of the rh-bmp2/acs were inserted. There were no patient complications. (B)(6) 2013 the patient presented with pre-op diagnosis: post-op seroma versus hematoma. The patient had increase in pain, both in his neck and in his arms. A MRI was obtained, which revealed fluid collection in the epidural/subfascial space that reproduces cord compression. The patient: incision and drainage of a deep posterior cervical wound. The patient tolerated the procedure well. No complications were observed.